Event description:
A cartridge change error was reported with the pump. There was no reported impact on the customer's blood glucose level. Technical support guided the customer through several troubleshooting steps, including inspecting and cleaning specific parts of the pump and attempting the cartridge loading process. Even after replacing the cartridge and following the loading instructions, the error continued. Although it was suggested that the pump be replaced, the replacement was not carried out because the pump was out of warranty.